Event description:
A newly opened pack of duopross 10 ml syringes had the needles attached to only 7 of 25 syringes. This is a frequent occurrence. The syringes without the needles had to be discarded.